Event description:
Edwards received information that a second device, 29mm bioprosthetic valve, was implanted using a valve-in-valve procedure in the mitral position. The implant duration of the original device, 27mm bioprosthetic valve, at the time of the procedure was approximately six (6) years. Reason for reoperation was severe mitral stenosis secondary to severely thickened and calcified leaflets on the bioprosthetic mitral valve. No complication was reported during the valve-in-valve procedure. Patient is well, was extubated and stable.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.